Event description:
A healthcare facility in california reported via a fisher & paykel healthcare (f&p) field representative that the CPAP probe of bubble CPAP generator had slipped from a pressure level of 5cmh2o to 7cmh2o. The bubble CPAP generator is part of the bc151-10, bubble CPAP system kit (subject device). There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: device details were not received from the customer. Section h4: manufacturing date was received from the customer.